Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during attempted stenting of the left renal artery the physician delivered the palmaz blue stent delivery system to the intended target lesion but the balloon would not inflate. The stent was not deployed. The product was successfully removed intact from the patient and the physician used another palmaz blue stent to complete the procedure successfully. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. No kinks or bends were noted in the catheter body/shaft. A syringe was used for inflation with the standard contrast/saline ratio for preparation. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The product was returned for inspection. A one non sterile blue slalom 6x18 80 was received coiled inside a plastic bag. The balloon was not inflated and had the stent still present. The device presents kinks at 5.2 and 12 cm from distal tip, other than these no other anomalies were detected on the device. A cross section analysis was performed in order to investigate the possible obstruction in the catheter. Results obtained from this, give no results from any foreign matter inside the catheter that could be possible to create any obstruction. The only residue from a substance found, was from the epoxy resin used at the cross section test, which was possibly filter when performing such test. However, this sample was sent to analysis to the analytical laboratory, where they performed a fourier transform infrared spectroscopy (ft-ir), which identifies chemical bonds in a molecule by producing an infrared absorption spectrum, in order to identify the component found on the catheter. Results confirm this was a residue from the epoxy resin used at the cross section, so there's no relationship that this could get into the catheter during manufacturing process. In addition, another ft-ir analysis was performed to the adhesive used at the slalom production line, to ensure no residues from this were found on the catheter. Results can prove that there is no comparison between both, so the idea of adhesive residue inside the catheter is discarded. Functional test according to dp (B)(4) could not be performed due to the condition of the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. A pths was reported, but no nonconformance records related to reported complaint were issued for this lot: (B)(4) was generated and investigation was performed. The material was released and the pths was closed. This nonconformance bares no relation to the complaint reported. The customer complaint reported as 'balloon inflation difficulty' was confirmed; however, exact cause of failure could not be conclusively determined. Neither the DHR review nor the product analysis or the cross section or analytical analysis suggests that the failure experienced by the costumer could be.

Event description:
The report received from the affiliate indicated that during an endovascular procedure, the physician delivered the blue/slalom 6 x 18/80 stent delivery system to the intended target lesion but the balloon would not inflate. The stent was not deployed. The product was successfully removed intact from the patient and the physician used another palmaz blue stent to complete the procedure successfully. There was no reported patient injury. The target lesion was the left renal artery. No target lesion information was available. The approach for the procedure was femoral. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. No kinks or bends were noted in the catheter body/shaft. A syringe was used for inflation with the standard contrast/saline ratio for preparation. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. No additional information is available.